Event description:
It was reported that this right atrial (ra) lead was dislodged, resulting in loss of capture and undersensing. Fluoroscopy was performed and the dislodgement was confirmed. This ra lead was subsequently replaced. No additional adverse patient effects were reported.